Manufacturer narrative:
Weight, ethnicity, race: unk. This product is not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -17.50/1.0/054 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6)2021, the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of iridocorneal angles. The exchange resolved the problem. Cause reported as patient related factor.